Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro generated flame during initial check prior to use. No patient involvement. Hospital has requested to return 5 sterile kits from their shelf with same lot number and expiration date.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. The device was returned in its original un-opened packaging. The packaging was intact with no tears or holes. No signs of clinical use and no evidence of blood was observed. The components appeared to be intact and complete. The tool jaws were observed to be intact. No visual defects were observed. The packaging was then opened to get the harvesting tool with jaws. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam and audible sound during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times with no observed failure. The tool handle was opened to evaluate the internal components. No visible defects were observed to the toggle. Microscopic inspection showed no residue or contamination on the inner switch mechanism. Based on the returned condition of the device and the evaluation results, the reported failure "device remains activated" was not confirmed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure. Vasoview hemopro generated flame during initial check prior to use. No patient involvement. Hospital has requested to return 5 sterile kits from their shelf with same lot number and expiration date.